Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax and internal parts exposed. It was initially reported by the customer that whenever coming on for ablation with the qdot catheter, the carto 3 system displayed either numerically high force readings, or a "hi" force alert. The qdot catheter connections were re-seated without resolution. The cable was replaced without resolution. The qdot catheter was replaced and the issue was resolved. The procedure continued. There was no patient consequence. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2024, the bwi pal revealed that a visual inspection of the returned device found hole on the surface of the pebax and internal parts exposed. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the product was returned for evaluation and the evaluation has been completed. Biosense webster (bwi) conducted a visual inspection and screening test of the returned device. Visual analysis revealed a hole on the surface of the pebax and internal parts exposed. A screening test was performed, and the device was recognized correctly; however, error 105 and 106 appeared on the system due to an open circuit on the tip area. The potential cause of the hole on pebax and reddish-brown material cannot be established. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. The complaint was confirmed since error observed on the system could be related with the force issue (high force) reported by the customer. The potential cause of the open circuit cannot be established. The instructions for use (IFU) contain the following recommendations in the carto 3 system: the force sensor of the catheter be disconnected. If the problem persists, replace the catheter cable or the catheter. For the damage on the pebax the IFU in the product states: do not scrub or twist the distal tip electrode during cleaning; do not use excessive force to advance or withdraw the catheter when resistance is encountered. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in the pebax issue. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the errors 105 and 106 identified during product evaluation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).